Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false negative bhcg result on one patient's sample. A patient sample when tested gave a result of 2.5 miu/ml and upon repeat, it gave a result of ">1000" miu/ml for bhcg and a result of 15,010 miu/ml for dil-hcg. Another sample obtained from this patient when tested on an alternate methodology, gave a positive result. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All qc was within range and system maintenance was up to date. This was the only patient and assay in question. Therefore, service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.